Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering a bolus as intended. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.